Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor stated that the ok button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: keypad is worn; but all symbols are legible and there is no evidence of tearing or peeling in the keypad. All keypad buttons function normally without requiring excessive force and with normal springback. Unable to duplicate customer complaint. Removed keypad rubber cover. Found contamination only under the contrast button contact. Unrelated to the complaint, observed a crack in the battery compartment case. There is a crack running from the battery cap downwards. During inspection noted evidence of moisture in the battery compartment case; performed leak test. Pump failed due to cracked battery compartment. Unrelated to the complaint pump booted to dim red display when the pump display is replaced with a test display the variance in color/contrast is fixed.